Event description:
Additional information received indicates that the patient lost therapy due to lead migration. The lead was explanted and replaced with a new lead on (B)(6) 2019. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received. Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported the patient¿s lead migrated. As such, surgical intervention took place on (B)(6) 2019 wherein the lead was revised. No device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.